Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed a history of over-sensed noise exhibited by the right ventricular lead which resulted in high ventricular rate episodes. Programming interventions were previously made to mitigate noise. However, the issue persisted. Further information was requested but not received.